Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident.the device was returned in the original packaging. The returned screw was broken on the distal tip. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required.a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer specifications found that the storage protocols, material specifications, and material tests were appropriately documented.the complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
One 7207682 sterile biorci-ha 9x30mm screw was used for treatment, but was not returned for evaluation. Due to product unavailability, investigation was limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). Influences that could compromise product integrity include: 1. Use of damaged or other than recommended prep instrument size or type. 2. Stripping or over-torque 3. Taper or larger head to body design miscalculation. 4. Entanglement with guide wire or other instrument 5. Unexpected bone density/condition. 6. Use of excess torque or force. Prep per the IFU recommendation is critical for ease of insertion and successful anchoring. Per IFU 1061039: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. The starter must be utilized with the biorci screws to minimize screw breakage during insertion. Prior to use inspect the tip of the driver. If tip flaring is apparent do not use the driver. Excessive force should not be placed on the delivery instrument. If hard bone is encountered, the biorci tap should be used.¿ complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. IFU contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery the biorci-ha screw threading broke during inserting. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.